Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient stopped charging their ins in (B)(6) and on (B)(6) 2020 the patient attempted to connect to their ins because they recently have been in pain and they received a reposition antenna screen. The patient said they had their ins restarted in a clinical setting two times before and knows they aren¿t able to do so again, and their ins is over eight years old. The patient does not know the dates of previous ins restarts but they were ¿a long time ago¿. The patient will follow up with their hcp. No further complications were reported or are anticipated.